Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after cancelling pd treatment. The patient reported that during drain 1 the machine alarmed twice with air detected in the cassette alarm and then during fill 2 of 4 the machine alarmed two more times with that same alarm. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted on the black pump heads and also dripping out of the door. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to go into the dialysis facility the following day and finish treatment. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical there were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensor check passed. The system air leak test passed. The valve actuation test passed. A 3 hour ast (accelerated stress test) was performed and passed with no issues there were no fluid leaks in the test cassette. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection.the cause of the observed dried fluid could not be determined .a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after cancelling pd treatment. The patient reported that during drain 1 the machine alarmed twice with air detected in the cassette alarm and then during fill 2 of 4 the machine alarmed two more times with that same alarm. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted on the black pump heads and also dripping out of the door. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to go into the dialysis facility the following day and finish treatment. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.